Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all fluids and conditioned the port. The cse discovered debris blocking the integrated multisensor technology probe and replaced it. Calibrations, diluent check and quality controls were run, resulting within range. The cause of the discordant, sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride results and discordant sodium results were obtained on multiple patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. Three of the patients were admitted to a hospital due to the discordant results. The samples were repeated on a dimension xpand instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, chloride and sodium results.